Event description:
In 2002 complainant noticed that the pump was not working. They pushed the "esc" button, with no response. Consumer then tried to push the other buttons and replacing the battery, nothing happened. Upon checking their blood sugar it was high and they administrated insulin via a syringe which corrected the problem. Consumer contacted the firm and was told by the technician that when they get reports of a frozen screen there isn't anything they can do. The technician said that he would send a replacement unit. Consumer contacted their doctor who instructed them how to lower their sugar and instructed if their level did not decrease to contact him again.